Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed due to peri-implantitis. Patient reported that the crown and abutment fell out of the implant after it was restored. The abutment issue was recorded against another complaint. The patient returned for implant uncovering to replace the missing crown. Upon implant uncovering, approximately three threads were visible on the facial and purulent drainage was encountered. Implant was removed and the site was grafted. An additional appointment was anticipated to replace the implant. Symptoms as a result of the event: abscess and inflammation.